Manufacturer narrative:
The customer reported that the touchscreen on this g7 unit was unresponsive. The issue was discovered during setup. According to the customer, the same issue occurred the previous week (249024). The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 03/18/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 03/20/2026 I called philip to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for philip to call me back with this information. Attempt # 3: 03/23/2026 I called philip to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for philip to call me back with this information.

Event description:
The customer reported that the touchscreen on this g7 unit was unresponsive. The issue was discovered during setup. According to the customer, the same issue occurred the previous week (249024). The unit was not in patient use at the time.